Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an incorrect pressure gauge reading occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The physician advanced a 2.5mm unspecified balloon to the lesion and completed four inflations. When the physician rotated the plunger on the inflation device to start the fifth inflation, the pressure reading on the gauge did not move. The procedure was completed with a different device. No complications were reported and the patient's status is good.